Event description:
Info received indicate, when testing the bed, the tech found that the ground resistance reading was open. Loss of ground.

Manufacturer narrative:
The tech isolated the issue to a loose ground pin on the power cord plug. He replaced the power cord to repair the bed.